Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The end user states the unit has a burning smell after running for a few hours on multiple outlets.